Event description:
Rptr noted scleral burn while performing a pars plana lesnsectomy. Felt tip occluded. Replaced handpiece and tip to complete case.

Manufacturer narrative:
This report was mailed in to FDA on: 11/21/1997.